Event description:
It was reported that approximately seven months post-operatively a cayman screw at s1 migrated out of a cayman plate. Imaging revealed that the screw shank has also fractured. Revision surgery has not been performed. This report captures the screw.

Manufacturer narrative:
Coding has been updated to reflect completion of the investigation.

Event description:
It was reported that approximately seven months post-operatively a cayman screw at s1 migrated out of a cayman plate. Revision surgery has not been performed. This report captures the screw.

Manufacturer narrative:
H3 other text : device remains implanted.